Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). There was no reported device malfunction. The product was not returned and it remains in the anatomy. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of dissection, as listed in the xience xpedition everolimus eluting coronary stent system instructions for use, is a known patient effect that may be associated with use of a coronary stent in native coronary arteries. Although a conclusive cause for the reported patient effects and the relationship to the product, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacturing, design or labeling.

Event description:
It was reported that during the coronary procedure the 3.0x23mm xience xpedition stent was implanted in the distal right coronary artery. A proximal edge dissection was noted. Nitroglycerin was administered and after a few minutes the dissection had not resolved. The dissection was successfully covered with a 3.5x38mm xience xpedition stent. There was a cardiac enzyme elevation post-procedure that was not treated. No additional information was provided.